Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat urinary incontinence, pelvic pain and large rectocele with concurrent laparoscopy, enterolysis of adhesions and bilateral sacrospinous fixation. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding, dyspareunia, and bad odor. It was also reported that patient underwent mesh removal on (B)(6) 2012 due to exposed vaginal mesh. No additional information was provided.(B)(4).